Event description:
It was reported that after the trial period, when the implantable neurostimulator (ins) was implanted and connected, the stimulation therapy was not successful. The complete system was subsequently explanted and replaced. It was stated that the pt filed a legal claim. As a result, the pt's physician refused to provide any info and it remained inconclusive as to what could have been the root cause for the reported event. No further details, pt symptoms or outcome were provided at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).